Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient was at sea and experienced a skin infection. The patient developed redness and swelling/inflammation at the needle puncture site. The patient had an itching and burning sensation in the area. This was the first infection the patient had experienced, and they opted to remove the sensor early, and inserted a new one in the left arm. The patient took a medication ¿ugentin¿ [presumed to mean augmentin] and felt better after treatment. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.